Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual examination of the device header and case noted no anomalies. The device was not in safety mode when communicating with a programmer. A review of the memory log was performed and found that while implanted, the device recorded no suspicious codes or resets. Diagnostic data confirmed normal battery depletion. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this pacemaker was explanted due to impedance issues. A new device was successfully implanted. No additional adverse patient effects were reported. This device has been received for analysis. Further information was received that the device was found to be in safety mode. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to impedance issues. A new device was successfully implanted. No additional adverse patient effects were reported. This device has been received for analysis. Further information was received that the device was found to be in safety mode. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to impedance issues. A new device was successfully implanted. No additional adverse patient effects were reported. This device has been received for analysis.